Event description:
It was reported that on (B)(6), the patient underwent transurethral cystoscopic laser lithotripsy and partial plasma resection of the prostate under general anesthesia for bladder stones and prostatic hyperplasia. Following standard surgical protocol, a no. 20 bard indwelling urinary foley catheter was inserted. The procedure was performed correctly: patient positioning and insertion technique were accurate, the insertion depth met standards, and the balloon was properly inflated for fixation. Immediately after insertion, the surgeon attempted to inject fluid into the catheter's inflation port but encountered resistance. Despite repeated adjustments to the catheter position, squeezing of the drainage tube, and efforts to rule out factors such as tube kinking, compression, twisting, blood clot obstruction, or urethral spasms, the issue persisted, suggesting an internal obstruction or narrowing of the catheter lumen. The catheter was promptly replaced; the new catheter provided unobstructed drainage, and the surgery proceeded as planned. This incident prolonged the operative time and increased the workload for the medical team; furthermore, the repeated catheterization caused injury to the patient's urethral mucosa, resulted in the waste of medical supplies, and increased the patient's hospitalization costs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.